Event description:
A paper was recently published (spine vol. 14 (B)(6) 2011) discussed removal of the (charite) artificial disc. Four cases were documented. The specific information was very limited and it could not be determined if these cases have been previously reported to depuy spine. As a result for complaints were entered into our database and MDR filed to document these events.

Manufacturer narrative:
Patient had tdr at l3-4 and alif at l5-s1. Implant significantly titled and rotated immediately post-op. Implant was removed 1-year out with interbody fusion l3-4 with 14mm cage. Ten mm cage at l4-5 and hardware l3-5. Post-op hip flexor weakness and l3 dysesthesia that almost completely resolved after 3-months. Device is approved for insertion at l4-s1. Implantation of the device at l3/l4 goes against the recommendations made in the surgical technique, the instructions-for-use (IFU) supplied with each device as well as the information presented at the time of surgeon training. No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device. (B)(4).